Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-30, information was received from a patient regarding an unknown drug (unknown dose and concentration) via an implantable pump used for spinal pain. On an unknown date, the patient reported "the wire is not working properly". No further information was provided.